Event description:
The patient reported: the retainers are uncomfortable, and I thought the bump would eventually go away, but it hasn't. I have taken them off and don't wear the retainers anymore. Can I please cancel them? Is that possible? Clinical review: an abscess is present on the gum below the lower molar. The patient was advised that this is likely not attributed to their aligner treatment, but it could be indicative of a more serious issue. The patient was referred to their dentist for review. The patient reported that a root canal was completed, and a temporary filling was placed. The final restoration will be fitted in august (currently has a temporary filling). The patient is to remain in their current upper and lower aligners until then to retain teeth. We have asked them to confirm the date of their final appointment so we can follow up afterward to discuss next steps for byte treatment.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.